Event description:
The patient has been experienced "unexpected clinical symptoms approximately 2 hours after refills since 8/2005". The patient has noted vomiting, lethargy, "dopey-like" and medicinal breath which last about 2-3 hours. No volume discrepancies have been noted; the low volume alarm had been set 2 ccs. "Typically the patient is being refilled when volume is 3 ccs with 15 ccs of lioresal." The hcp theorizes that the patient is sensitive to dose at refill and then accommodates to the dose. The hcp raised the low reservoir volume from 3-4 ccs to 2 ccs and this has seemed to help. The next refill is scheduled to occur when he has 5-6 ccs left in the pump.